Event description:
Pt status post plate and screw implant returned to surgeon for routine follow-up, pt was asymptomatic with no pain. Follow-up x-rays showed two s1 screws were broken off in the bone with no screws protruding from the plate with a ventral upper sacral dome coronal cleavage fracture, concomitant with a delayed union or pending union. Surgeon scheduling removal of the hardware and revise the pt with pedicle screws. This is one of two reports for this event.

Manufacturer narrative:
Explant being scheduled. Unable to provide the date of manufacture as no product was returned an no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.